Manufacturer narrative:
G4: premarket / 510(k) #: k160823.

Event description:
It was reported that balloon ruptured occurred. The patient, diagnosed with coronary artery disease (cad), was admitted for cardiac catheterization to undergo percutaneous transluminal coronary angioplasty (ptca). A 90% stenosed target lesion was identified in a moderately tortuous and moderately calcified coronary artery. The procedure began with cannulation of the artery using a 3.5 mach fr catheter. The samurai coronary guide was then advanced, and an 8mm x 3.5mm nc quantum apex balloon catheter was selected for the intervention. However, while attempting to advance the balloon through the guide catheter, the proximal segment of the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.